Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes chapter 11 / page 119 hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The patient reported that he had to be hospitalized for hypoglycemia/diabetic coma about three weeks prior to this report. His blood glucose was almost in the 30's mg/dl. He stated that the reason for this event was because he was on medication (lithium). He stated he had not been able to eat for the two to three days, and he was throwing up, which is why he went into the coma. Prior to his low blood glucose, the patient had reached 400mg/dl and corrected 10-12 units since he was throwing up. After being hospitalized, he saw his endocrinologist who was very concerned and took him off of the lithium. The patient stated that once he was off of this medication, he had been better and not had anymore episodes. The endocrinologist also changed his pdm (personal diabetes manager) settings, because they had not been changed in a long time.